Manufacturer narrative:
The unit was owned by (B)(6). The procedure took place at (B)(6) center the (B)(6). Karl storz was not informed by (B)(4) about the event when it occurred, and no service evaluation was requested by (B)(4). In (B)(6) 2011, the unit fell off a truck and was extensively damaged; it was scrapped by the insurance company at that time. Device was not provided for evaluation.

Event description:
Approximately 3 hours after being discharged from a lithotripsy procedure, patient arrived at the emergency department complaining of extreme flank pain. A CT scan revealed a large left renal pericapsular and retroperitoneal hematoma approx. 10.3cm x 8.5cm x 18cm. In addition, perinephric stranding was also found in the left perirenal space, indicating the calyx of the left kidney had ruptured. Patient was admitted to the ICU due to internal bleeding from the lithotripsy procedure, and required 6 units of blood over the next several days. In addition, patient developed an ileus, acute renal failure and adrenal failure, which are due to intra-renal and extra-renal hemorrhages, and extreme swelling of the scrotum.